Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic segmentectomy, the stapler was able to fire, there was poor staple formation, the device over locked and did not finish stapling. They opened a new device to complete the case. There was no patient injury.